Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The damage to the filter was able to be confirmed. The difficulties removing the filter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a left internal carotid artery. During removal of a nav6 embolic protection system the filter could not be pulled into the retrieval catheter and it got caught on the implanted stent. The filter was torn; however, the filter remained intact and the stent implant was not damaged. The filter was removed with it only partially in the retrieval catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.